Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system was receiving an error indicating the localizer was not connected. Initial troubleshooting over the phone between medtronic and the site found that the positioning sensor unit (psu) and polaris spectra system control unit (scu) were not functioning as designed. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no hardware parts were replaced. The system then passed the hardware, software and instrument checkout.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.